Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the lack of information provided despite multiple requests for additional information.

Manufacturer narrative:
Patient weight not made available from the site. On 07/26/2016 a medtronic representative, following-up at the site, reported the extent of inaccuracy was alleged to be 2 millimeters in medial-lateral orientation. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, using an imaging system, the surgeon alleged an inaccuracy with the universal drill guide (udg). The inaccuracy was noticed on one side of the anatomy. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.